Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 370834, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-56, lot# j0444248v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-56, lot# j0454714v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulator was ¿not working¿ and ¿it stopped working.¿ the patient cannot get it to charge. Patient noted they could get arrangements for surgery but the health care professional was worried that the newer stimulator would not hook up to the leads that are implanted.